Manufacturer narrative:
The manufacturer received clarification on failure to implant due to user error. The surgeon would not provide more details regarding this event. Based on the information provided, it is not clear the error that occurred that caused the failure to implant therefore no root cause can be drawn at this time.

Event description:
The manufacturer received clarification that there was a failure to implant due to user error.

Manufacturer narrative:
Due to limited information the event is being reported in a conservative manner. Livanova (B)(4) corp is currently in the process of retrieving further information on this case.

Event description:
A defective valve has been returned to the manufacturer. Livanova (B)(4) corp. Are currently in the process of determining further information for this case.

Manufacturer narrative:
The x-ray analysis has not highlighted any rupture of the stent. Based on the investigation, no defects or evidences of defects were detected by the visual inspection on the nitinol component of the returned valve, and no defects or evidences of pre-existing defects were observed on the pericardium component.

Manufacturer narrative:
The steady flow test image review was performed for perceval valve sn# (B)(4). No anomalies were observed during the open/close cycle in terms of leaflet coaptation. In particular there is no central hole in the closed image that could be associated with a central leak issue. The valve meets the acceptance criteria of the steady flow test inspection, the principal device function test during manufacture.